Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient alleged that an introducer needle broke from the applicator during insertion of the sensor and was retained in the patient's body. The sensor was inserted at the abdomen on (B)(6) 2017. Patient thinks a small portion of needle broke inside the body. Patient reported going to an emergency room (ER) for an x-ray on (B)(6) 2017. The x-ray did not find a retained needle. At the time of contact, patient is good and healthy. No additional event or patient information is available. A photograph was of the applicator was provided for evaluation. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a broken needle was not confirmed. A root cause could not be determined.